Event description:
It was reported that deployment issue occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous distal right coronary artery. A 1.25mm non bsc balloon catheter was advanced to predilate the lesion while another 2.0mm x 12mm non bsc balloon catheter was used for size up. Then a 2.25mm x 12mm promus element plus stent was advanced and deployed at the distal site of the lesion and another 2.5mm x 12mm promus element plus stent was deployed proximally. Intravascular ultrasound (ivus) was performed and it was noted that some part of the 2.25mm x 12mm promus element plus stent did not fully expand. It was thought this event was not due to product issue but due to the anatomy or that the balloon inflation was not high. So a 12mm x 2.25mm nc quantum apex was advanced for post dilation of the stent however the device was not able to cross around the edge of the 2.5mm x 12mm promus element plus stent which was deployed proximally. The 12mm x 2.25mm nc quantum apex balloon catheter was exchange to a 2.25mm x 8mm non bsc balloon catheter and was used for post dilation of the 2.25mm x 12mm promus element plus stent and the overlapping section of the 2 stents. Ivus was again performed and confirmed no problem with the 2 implanted stents and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).